Manufacturer narrative:
Additional information added to b5. H6 updated.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of ventricular waves on the atrial channel, undersensing, and low amplitudes. Technical services (ts) suspected this lead was dislodged. This ra lead was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported. Additional information was received from the field. It was confirmed this ra lead was dislodged.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of ventricular waves on the atrial channel, undersensing, and low amplitudes. Technical services (ts) suspected this lead was dislodged. This ra lead was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.